Event description:
It was reported that the patient had an inflatable penile prosthesis implantation in (B)(6) 2017 with normal stiffness. From 2018 the prosthesis was decreasing the stiffness being at the moment partially filling the cylinders and the pump no longer responds to the digital pressure after being activated a few times.